Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage was noticed. When preparing the 2.25 x 12mm promus element stent delivery system, the stent was noted to be flared. The procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage was noticed. When preparing the 2.25 x 12mm promus element stent delivery system, the stent was noted to be flared. The procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that two catheter sections were returned. The proximal section contained the manifold and proximal section of the hypotube. The hypotube was broken at 45 cm from strain relief. Severe kinks were present throughout the hypotube. The distal section measured 86 cm and contained a purple coloured tip as opposed to yellow as per promus element design. Both sections were therefore reviewed with operations quality engineers and it was concluded that the distal section (without stent) belongs to a different device for the following reasons: the break site on the proximal section was distal to the most proximal shaft markers. However the distal section did not have the distal shaft marker. Furthermore, the purple tip is different in size and colour to the promus element tip and therefore cannot be processed on the pe production lines. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occured prior to patient contact. (B)(4).

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).